Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025, it was reported that the day prior, a beta bionics ilet user experienced fluctuating glucose levels, including a low of 54 mg/dl and a high of 387 mg/dl. The user remained on ilet insulin therapy and glucose levels returned to range. No outside medical intervention was required.